Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('other injury(ies) or complication(s) please describe: pelvic inflammatory disease'), pelvic pain ('chronic pelvic pain/ pain'), menorrhagia ('abnormal bleeding: menorrhagia (heavy menstrual bleeding)'), seizure ('neurological conditions or problems type: seizures,') and autoimmune disorder ('autoimmune nos') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test.". The patient's previously administered products included for an unreported indication: iud from 2007 to 2011. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("idyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 1 month 1 day after insertion of essure. On (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain/ loss (specify which one) gain"). On (B)(6) 2013, the patient experienced seizure (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced rash ("rashes or skin conditions type: skin rashes"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), iron deficiency anaemia ("anemia"), allergy to metals ("nickel - diag post essure, nickel diag. Pre esure/ nickel allergy"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), cystitis ("bladder/urinary problems: bladder infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bladder disorder ("bladder problems"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), endometriosis ("endometriosis"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), dizziness ("dizziness") and pain ("pain: all over body"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, seizure, autoimmune disorder, allergy to metals, dermatitis allergic, hypersensitivity, anxiety, fatigue, irritable bowel syndrome, headache, nausea, endometriosis, vaginal haemorrhage, female sexual dysfunction, alopecia, vaginal infection, dizziness, tooth disorder, weight increased and pain outcome was unknown, the pelvic pain, menorrhagia, dyspareunia, dysmenorrhoea, abdominal pain, back pain, iron deficiency anaemia, cystitis, urinary tract infection, bladder disorder, vaginal discharge and rash had resolved and the migraine was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, bladder disorder, cystitis, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, headache, hypersensitivity, iron deficiency anaemia, irritable bowel syndrome, menorrhagia, migraine, nausea, pain, pelvic inflammatory disease, pelvic pain, rash, seizure, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted for insertion date (B)(6) 2013 and (B)(6) 2013. Received treatment for pain, bleeding, allergy, psych injury, autoimmune, bladder/urinary problem and other injuries/symptoms. Most recent follow-up information incorporated above includes: on 4-dec-2019: pfs received. New reporters added. New events abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), dental problems, gi conditions updated to ibs and psychological trauma anxiety, hair loss, vaginal infection, dizziness, rashes, pelvic inflammatory disease and pain all over body were added. Onset dates were added. Outcome of the events migraine and skin rash were updated. Historical drug added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), seizure ('seizures,'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and autoimmune disorder ('autoimmune nos') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test.". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("idyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), iron deficiency anaemia ("anemia"), allergy to metals ("nickel - diag post essure, nickel diag. Pre esure"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), cystitis ("bladder/urinary problems: bladder infection"), urinary tract infection ("uti"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), migraine ("migraine"), headache ("headaches"), nausea ("nausea") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, dysmenorrhoea, abdominal pain, back pain, iron deficiency anaemia, cystitis, urinary tract infection, bladder disorder and vaginal discharge had resolved and the seizure, autoimmune disorder, allergy to metals, dermatitis allergic, hypersensitivity, psychological trauma, fatigue, gastrointestinal disorder, migraine, headache, nausea and endometriosis outcome was unknown. The reporter considered abdominal pain, allergy to metals, autoimmune disorder, back pain, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal disorder, headache, hypersensitivity, iron deficiency anaemia, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, seizure, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: discrepancy noted for insertion date (B)(6) 2013 and (B)(6) 2013. Received treatment for pain, bleeding, allergy, psych injury, autoimmune, bladder/urinary problem and other injuries/symptoms. Most recent follow-up information incorporated above includes: on 13-sep-2019: plaintiff fact sheet received. New reporter added. Patient demographic added. Event injury is replaced by pain, new events added dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), anemia, nickel - diag. Post-essure/, nickel - diag. Pre- essure, rash/skin condition, hypersensitivity, autoimmune, psych injury, bladder infection, uti, bladder problems, vaginal discharge, fatigue, gi conditions, migraine, headaches, nausea, seizures, endometriosis and plaintiff did not undergo confirmation test were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.